Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor would not power on properly. Upon evaluation, there was thermal damage to the sd card and u106 processor. The cause of the inability to power on properly is the damaged components. The cause of the damaged components is the shorted sd card. The root cause of the shorted sd card cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.